Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the symptomatic patient presented in emergency room, spike pacing with no capture and intrinsic rhythm lower than the base rate were observed. The ventricular lead that appeared to not capture. Device was interrogated and both leads were tested fine with stable measurements. The issue could not be reproduced with pocket manipulation and isometrics test. Programming change was made. Patient was stable and will continue to be monitored. The patient is not pacemaker dependent.